Manufacturer narrative:
Pharmacovigilance comment: events bruising, swelling and granuloma assessed as serious, expected and possibly related.

Event description:
This is a verbatim report as received by valeant from sanofi-aventis: case number (B)(4)was an initial report received from a patient via phone on january 7, 2013. This report refers to (B)(6) female patient. The patient's medical history included anxiety. The patient's concomitant medications included well butrin, klonopin, and basic hormone replacement therapy. Ten years ago, the patient underwent a complete hysterectomy and had basic hormone replacement therapy. On an unknown date, around three years ago, the patient took wellbutrin 15 mg and klonopin 0.5 mg for an unknown indication. On an unspecified date in (B)(6) 2012, the patient received sculptra aesthetic via an injection for wrinkles around the eyes. The patient had developed swelling and bruising at the injection sites and granulomas along the bony structure right below the lower eyelids within 24 hours of the injection. The events of swelling and bruising were reported as resolved. The patient reported that four granulomas have been surgically removed by her physician. She has had a series of procedures to remove the granulomas. The last procedure took place in (B)(6) 2012. The patient reported that some granulomas still remained but the physician does not feel comfortable continuing the procedures. The causality of the events were not reported. No other additional information was available at the time of reporting. A product complaint was also filed. Please refer to (B)(4). For reference purposes only, this case has also been assigned the following tracking number: (B)(4) ((B)(4) on behalf of valeant).